Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2017-01831.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to an unknown reason. The patient was re-implanted with a new device during the same surgery.